Event description:
It was reported that patient experienced pain at the implant site and current placement was uncomfortable. Subsequently, the patient was examined by the physician because of drainage and a hole at the battery incision site. Following this assessment, the physician decided to proceed with explant due to infection and erosion of skin at battery site.

Event description:
It was reported that patient experienced pain at the implant site and current placement was uncomfortable. Subsequently, the patient was examined by the physician because of drainage and a hole at the battery incision site. Following this assessment, the physician decided to proceed with explant due to infection and erosion of skin at battery site. Additional information was received that the patient developed an infection at battery the site. The cause is unknown; symptoms were noted long before the physicians office or the representative were notified. Because there was visibility of the ipg through the wound site.